Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported that on (B)(6)2020, sensor readings of 284 mg/dl and 230 mg/dl were received as compared to built-in meter readings of 121 mg/dl and 129 mg/dl. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was incapable of self-treating and received 1mg/ml glucagon from a non-hcp as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported that on (B)(6) 2020 sensor readings of 284 mg/dl and 230 mg/dl were received as compared to built-in meter readings of 121 mg/dl and 129 mg/dl. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was incapable of self-treating and received 1mg/ml glucagon from a non-hcp as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported that on (B)(6) 2020, sensor readings of 284 mg/dl and 230 mg/dl were received as compared to built-in meter readings of 121 mg/dl and 129 mg/dl. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was incapable of self-treating and received 1mg/ml glucagon from a non-hcp as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.